Event description:
It was reported that a user experienced a dexcom g7 continuous glucose monitor (cgm) sensor pairing failure with the ilet system, which was addressed through troubleshooting that included toggling the sensor settings and reentering the pairing code, after which the system indicated pairing and the sensor proceeded to warmup; the issue is consistent with intermittent communication failure involving the antenna/electrical and magnetic communication components. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between the ilet system and the dexcom g7 leading to intermittent communication failure associated with the antenna component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.